Event description:
It was reported that the pacemaker reverted to safety mode and this right ventricular (rv) lead was set to unipolar sensing. This rv lead was exhibiting a high out of range pacing impedance greater than 3,000 ohms. Also, the pacemaker was oversensing myopotential noise due to the unipolar sensing setting on the rv lead. It was noted there was no pacing inhibition or asystole, and the patient's intrinsic rhythm was coming through. Technical services (ts)suspected that the rv lead was fractured. Additional information was requested from the field. This rv lead remains in service. No adverse patient effects were reported. Additional information was received from the field. The cause of the issue was not confirmed, but the clinic stated the high out of range pacing impedance has been an issue since implant. The patient was scheduled for an in-office visit to schedule a future device replacement. No adverse patient effects were reported. Additional information was received. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the pacemaker reverted to safety mode and this right ventricular (rv) lead was set to unipolar sensing. This rv lead was exhibiting a high out of range pacing impedance greater than 3,000 ohms. Also, the pacemaker was oversensing myopotential noise due to the unipolar sensing setting on the rv lead. It was noted there was no pacing inhibition or asystole, and the patient's intrinsic rhythm was coming through. Technical services (ts)suspected that the rv lead was fractured. Additional information was requested from the field. This rv lead remains in service. No adverse patient effects were reported. Additional information was received from the field. The cause of the issue was not confirmed, but the clinic stated the high out of range pacing impedance has been an issue since implant. The patient was scheduled for an in-office visit to schedule a future device replacement. No adverse patient effects were reported.